Event description:
The facility reported that while the pt was being showered in the congregate bath, the pt was rolled up on one side againist the siderail of the shower trolley. One of the latches (the lower clamp) fractured and the siderail released so quickly that the emplyee could not prevent the pt from falling to the shower room floor.